Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that during an implant procedure, a lead placed in the bundle of his had a high and unacceptable threshold. The lead was removed and a lead was placed in the left ventricle instead. The patient was stable during, prior, and post implant.